Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a problem with their back. The patient stated that they day before the report they were on a walk and had put on a baby carrier with lumbar support. After they got back from the walk and took their brace off, they could feel pain right around where the device was, and as the night went on it felt like they were losing function of their leg. The patient noted they did not see any redness, warmth, or swelling at the ins site, and that their ins was for sciatica and lumbar. When attempting to communicate with the ins the programmer was showing the message indicating the batteries were low and needed to be replaced. It was reviewed that the battery level did not affect the therapy on/off status, and that they could check the therapy status using their recharger. The recharger showed the stimulation was on. Troubleshooting could not be done due to the patient indicating that they would need to obtain some batteries for their programmer. The patient was redirected to their healthcare provider if they were not able to resolve the pain symptoms with programmer adjustments. It was reported that the change in therapy was sudden. No further complications were reported.